Manufacturer narrative:
(B)(4). Approximate age of device ¿ 3 months. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was hospitalized due to a driveline exit site infection. A culture of the site was positive for bacterial staphylococcus aureus. The patient¿s white blood cell count was 16.6 x10^9 cells/l. Unspecified changes to the patient¿s medication were made. Additional information was requested, but was not provided.

Manufacturer narrative:
Describe event or problem: additional information. A correlation between the device and the reported driveline infection could not be conclusively determined. Driveline infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient had been admitted on (B)(6) 2016 due to abdominal pain, nausea, and vomiting. Upon examination, abdominal redness, warmth, and tenderness was observed. A CT scan showed thickening of the right rectus muscle around the driveline with adjacent omental infiltration along the intra-abdominal driveline course. Inflammation was noted in the soft tissue around the driveline. Cultures of the driveline drainage was positive for (B)(6). The patient was treated with multiple antibiotic intravenous infusions and was discharged on (B)(6) 2016. The event remained marked as ongoing as of (B)(6) 2016.